Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg revision on (B)(6) 2021 [manufacturer report number: 3006705815-2021-04468], the extension was damaged during the removal of the boots. As a result, the extension was explanted and replaced to address the issue.